Event description:
Customer reports 2 fiber leaks at the onset of treatment at reuse #12 and reuse #22. The blood leak was confirmed with positive hemastick. Treatments were continued with new disposables without incident. No pt injury or medical intervention reported.